Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast augmentation revision with a mentor memorygel 350cc silicone prosthesis experienced bilateral rupture post procedure. Diagnosis was performed by a physician via mammogram examination and bilateral rupture was diagnosed. This report is for the right implant.

Manufacturer narrative:
On (B)(6) 2020 mentor received additional information indicating that the patient underwent bilateral replacements with cat#: 3503504bc.. Patient complaint about pain in right implant. This report is for right prosthesis. Manufacturer¿s reference numb (B)(4).

Manufacturer narrative:
Device evaluation completed on september 24 2020: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 11 2020 indicated that the patient scheduled for removal on (B)(6) 2020 manufacturer¿s reference number: (B)(4).